Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer had difficulty filling cartridges due to hand tremors. There was no adverse impact to customer's blood glucose level. A syringe needle change and cartridge change was performed resolving the issue.